Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a battery failure. There was no patient involvement.

Manufacturer narrative:
H3 other text : customer declined service.

Event description:
It was reported to philips that the device experienced a battery failure. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their device was experiencing an unspecified battery failure. Upon speaking with a philips representative, it was advised that the customer's device was no longer under warranty. As a result, the customer stated that they did not want to pay for any repairs and further service was declined. Philips is unable to rule out that a malfunction did not occur. As an evaluation could not be completed and service was declined, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.